Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audio¿ the unit was triaged and the customer¿s reported condition was confirmed. A component was observed to have bent pins with some of the pins dislodged from the main printed circuit board. The root cause for no audio is caused by components being dislodged from the audio circuit on the main board. This is due to impact from the screw boss on the housing when being assembled. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-26.

Event description:
According to the reporter, the enteral feeding unit was returned to stock with no returned issue. Upon triage on (B)(6) 2017 the service tech found the device had no audio.